Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump failed to wake, showing only the charger backlight and no screen response, and that replacement hardware was shipped after troubleshooting steps did not resolve the issue. Symptoms included no device alerts or alarms and no reported blood glucose impact. Outcomes included temporary loss of pump functionality with continuation of glucose monitoring via cgm. Investigation included troubleshooting and user education, verification of logistics for replacement and return, and guidance on device shutdown and data syncing via the mobile app. Investigation of this device was confirmed and revealed a nonresponsive sleep/wake function consistent with a user interface or display wake failure that necessitated device replacement. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or user interface malfunction not recoverable through standard troubleshooting.